Event description:
During the case, the gastric band was passed off to the scrub technician and then placed on the mayo stand. The scrub technician attempted to inflate the band and noted that it didn't fill properly. As the scrub technician filled the band with 8-11cc of air to check for leaks, and the band did not fill completely. It took 25cc of air to fill the band completely and this had not occurred prior to this case. The surgeon also attempted to fill the band with the same results. The lap band was never near any needles, sutures, or blades.